Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was repositioned. Additional information indicates that the lead was explanted. There were no additional adverse patient effects reported.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.